Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify failed batt test alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. (B)(4).

Event description:
It was reported that the insulin pump received failed battery alert. The customer¿s blood glucose level was unknown. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Advised customer to wait at least 30 seconds and then insert a new battery. Customer did receive a battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.